Manufacturer narrative:
Corrected information: foreign, user facility, company representative. Additional information: device evaluated by MFR. Investigation summary: a review of the dimensional verification, complaint history, documentation, device history record, instructions for use (IFU), specifications, drawings, quality control data, manufacturing instructions and a visual inspection of the returned device were conducted during the investigation. One device was returned in a damaged and used condition. There was no apparent biomatter present. The device appeared to have a cut down in its length. The tip was found to be damaged, however it was unclear whether the damage occurred during manufacturing, shipment, or placement of the device. Additionally, a document based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when the wire was advanced through the device during a feeding tube insertion procedure, it was discovered that the sheath had a tear in it. Although the conditions surrounding the handling and usage of the device were not reported, the customer confirmed that no additional procedures were required, and no patient adverse effects resulted from the reported product malfunction. The product is reportedly returning for evaluation; however, as of the date of this report, no product has yet been received.